Manufacturer narrative:
Date of event was reported as "about a couple of months ago" (2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a lot of problems with their bladder and was not able to empty their bladder at all. The issue started about 2 months ago. Using the programmer, it was determined that the stimulation was off (stim off icon seen). After turning the stimulation back on, the patient decreased the stimulation and was able to feel the stimulation at a comfortable level. The patient stated that they can change the programs on their own. They were redirected to their doctor if their symptoms don't improve or to discuss changing programs. There were no further complications reported or anticipated.